Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received from the patient's friend/family member. They reported that when they were at home there was a place where the devices patient didn't receive a "signal" and patient had to go to a different place where patient can get signal to be able to go to the restroom. Caller inquired about how to get signal everywhere in the house. Caller stated the signal doesn't reach the device when patient is at home and reported patient doesn't pee. Caller stated when patient goes anywhere outside of the home the devices get a signal and patient gets the stimulation to pee. The patient had gone to the restroom 4 times so the device was getting a signal. The patient goes to the restroom and stated they thought because they know almost nothing about the device they thought that if it didn't have any kind of signal to send to implant to "stimulate it to go to the restroom." Caller stated that when the patient goes to the restroom to pee, it's not that patient doesn't go, they would go a little bit but not as much as before. They thought it wasn't getting a signal because they did not understand how it works. Most of the time when the patient wanted to pee the patient didn't get the sensation at night. The patient drinks a diuretic drink to go to the restroom. They stated that the patient goes to the restroom to pee 3-4 times "let's say 4 times per day" because patient drinks the diuretic drink.

Manufacturer narrative:
B3: date is estimated; month and year are valid. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a friend/family member regarding a patient who was implanted with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stim and gastrointestinal/ pelvic floor. It was reported that patient's belly was big like the patient was not urinating properly so they increased stim today. Caller said after increasing stim it was painful and the patient was almost crying from pain. Recommended decreasing stim which the caller will do. Caller also mentioned handset battery running out quickly, recommended powering off when not in use.